Event description:
It was reported that during a cholecystectomy procedure, the clips would not release. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Malformed clip, advancer disengaged from feedbar the analysis results found that the device was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws and one pear shaped clip was released. In addition, the tip of the advancer was found to be protruding from the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Due to the condition of the advancer, the device fed four pear shaped clips. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembly, the advancer was found to be incorrectly assembled to the feed bar; however, the advancer was noted to be in good condition. In addition, the eight remaining clips were found in good condition on the clip track. The final quality release criteria were met before this batch was released for distribution.